Event description:
It was reported that since 2006, the pt has had swellings at the area of the implant package from time to time. During that time he was not able to use his device. The child was treated with antibiotics to reduce the swelling. The pt already had two small revision procedures around the implant site. The latest revision was carried out in 2009. The pt is an excellent ci performer. Three months later, it was seen that the lower corner of the implant package near to the ear is protruding from the skin, with constant discharge. The pt has been on antibiotics for a few weeks. The pt is not able to use his speech processor. Testing was carried out two months prior to event, which showed one electrode channel with status hi. The pt was re-implanted on event date.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.